Manufacturer narrative:
The reported event of ineffective therapy/high impedance was not confirmed. As received, both octrode leads passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13868. It was reported that the patient was experiencing ineffective therapy. As a result, the patient's sacral leads were explanted and replaced. Therapy was restored following the procedure.